Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation; however, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The shaft and hypotube were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks throughout the shaft. There was a complete hypotube separation 81cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for dilation; however, it was noted that the shaft was fractured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.